Event description:
On 03/19/2015 it was reported by a customer that about a month ago they responded to a rescue attempt on a (B)(6) male who was crushed in a mining accident. They reported that although they retrieved the AED, there was no need for it, as the patient was deceased prior to the grabbing the AED. They reported that when they were placing the AED back where it normally is, they realized that the AED was not functioning (the reason for this MDR). The customer reported that they did not know the maintenance activity or the frequency of the maintenance activity for this device.

Manufacturer narrative:
The electronic history file from the AED identified that it was placed in service on (B)(6) 2013 and that the unit was functioning properly, successfully performing its self-tests, until (B)(6) 2014 when the AED history ends due to the AED's main battery back becoming depleted. From this point on, the AED active status indicator (asi) would have indicated that the AED needs immediate service. From (B)(6) 2014 until the user(s) noticed the AED was non-functional, approx three months later, there are no indication s that the user(s) attempted to maintain the device. As received, the AED would not power on with the returned battery. Analysis and testing of the AED determined that there was a short in the AED's asi processor which depleted the AED's main battery pack. The investigation identified that the event appears to be related to two causes - a short in the AED's asi processor which caused the battery pack to become depleted and user error - the user failed to follow the MFR recommendations for maintenance of this device. Specifically, the active status indicator (asi) was not checked to ensure the operational readiness of the unit.